Event description:
The cypher did not cross the target lesion. There was no patient injury. When the product was received the shaft was separated and not included 3.5cm from the strain relief. The stent was also frayed on both ends.

Manufacturer narrative:
Additional details were requested regarding the procedure, but were not available. The product has been received and its evaluation is in progress. Additional information received will be submitted within 30 days upon receipt.